Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system drags when you pull back rather than being smooth. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 383536 batch no: 9233236. It was reported that when the catheter is pulled back, it drags instead of being smooth.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system drags when you pull back rather than being smooth. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 383536 batch no: 9233236. It was reported that when the catheter is pulled back, it drags instead of being smooth.